Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after firing during a procedure, it was noted that after firing the device, staple line was complete, but cut was not complete. Surgeon used another reload to resolve the issue. No patient injury.